Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 10/3.25 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured below the nominal pressure upon first inflation. The balloon was then simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and the patient's condition was good.